Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that they had 2 nights of extreme low blood glucose. The customer¿s blood glucose during the incident was down to 30 mg/dl. They did not mention any form of treatment. The insulin pump will not be returned for analysis.